Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump was under delivering the insulin. The customer's blood glucose at the time of incident it was over 500 mg/dl, current blood glucose is 231 mg/dl. The customer declined troubleshooting on insulin pump for no delivery alarm. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer allege insulin pump was under delivering. The insulin pump will be returned for analysis.